Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6 imdrf device code a1502 captures the reportable event of gel misplacement vascular. Imdrf patient code e2330 captures the reportable event of pain.

Event description:
It was reported that a patient who underwent spaceoar placement procedure last may, a magnetic resonance imaging (MRI) was done post procedure, and it was stated that the hydrogel "look perfect". The patient underwent external beam radiation therapy (ebrt) and completed in (B)(6). Last month, the patient stated experiencing pelvic pain and a new MRI was done. It showed 5 cc of the hydrogel in a thickened pocket that is contiguous with rectal wall and a suspected thin fistula into the rectum. The patient is currently on heavy duty medication, and the issue was report as ongoing. It was stated that could be a rectal wall infiltration of the hydrogel.